Event description:
It was reported that the burr stuck in lesion. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, the device was inserted into the lesion but failed to cross due to angulation. Eventually, the device was successfully advanced, but the system stalled, and the burr became stuck in calcium due to tortuosity vessel. There was no significant resistance occurred upon advancing and removing the device. The procedure was completed successfully with another 1.25mm rotalink plus. There were no patient complications, and the patient was stable.

Event description:
It was reported that the burr stuck in lesion. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, the device was inserted into the lesion but failed to cross due to angulation. Eventually, the device was successfully advanced, but the system stalled, and the burr became stuck in calcium due to tortuosity vessel. There was no significant resistance occurred upon advancing and removing the device. The procedure was completed successfully with another 1.25mm rotalink plus. There were no patient complications, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the rotablator rotalink plus atherectomy was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. The rotalink advancer was connected to the rotablator control console system. The rotablator advancer was able to reach optimum speed with no speed increases or decreases. There was no evidence of any damage or irregularities contributing to the reported events.